Manufacturer narrative:
Event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2020-30440, 1627487-2020-23347. It was reported patient experienced ineffective therapy approximately from (B)(6) of 2017. Programming was unable to resolve the issue. As a result, patient underwent surgical intervention on (B)(6) 2020 wherein the scs system was explanted.